Event description:
Customer reported receiving no delivery alarms on the insulin pump. Customer stated that they were unable to prime without receiving the no delivery alarm. Customer mentioned that the issue was resolved with a complete set change. Customer's blood glucose reading at the time of the call was 125 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.